Manufacturer narrative:
Baxter received and evaluated the device; the date of the reported event was unknown. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported blank white screen that was reproduced upon power up. Evaluation confirmed the reported symptom ¿blank white screen¿ through the causality of a failed processor board and therefore was required to be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was experiencing a blank white screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.